Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient has experienced pain and discomfort in his hip since the asr hip was implanted. As a result, a revision surgery was performed to replace the asr system implanted in his left hip. The patient continues to experience pain in his left hip and has suffered from injuries of a permanent, lasting and painful nature.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address discomfort. MRI showed a large, complex, fluid-filled cyst within the capsule as well as osteolysis within the pubis and elevated ion levels. Intraoperative findings include synovitis, about 40 ml of yellow fluid, a lot of corrosion around the taper and a small bit of particulate disease that went up inside the psoas tendon sheath. Lab results were not provided for the alleged elevation of ion levels.